Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this event was not related to the device's product quality but rather related to his surgical technique. The patient was discharged on (B)(6) 2017. The coil wire of the returned guidewire was elongated at the middle solder (15mm proximal to the tip) and fractured at the distal solder. The core wire of the returned guidewire was fractured at approximately 14mm from the tip. The fracture site of the core wire and coil wire were observed under the microscope. It was found that the core wire was twisted and the fracture surface was flat; these findings can be typically seen on fracture due to accumulated rotational force. The coil wire was also twisted at the fracture site. Based on the above findings, it is presumed that the tip fragment approximately 1mm in length was missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it is concluded that rotational force exceeding the product's design limit might be inadvertently applied on the guidewire while its tip had been trapped by the heavily calcified lesion. Stretching of the coil wire was thought to be occurred along with removal of the guidewire. There was no indication of product deficiency. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During pci for treating a heavily calcified cto lesion in the rca #3 (the patient underwent pci twice to treat the same lesion at another facility but neither pci went successful), several guidewires were used in attempts to cross the lesion; an asahi guidewire was one of them. When the asahi guidewire was advanced to the lesion, its tip got trapped by the lesion and fractured. Ivus revealed that the tip fragment was trapped by calcium of the lesion so that the physician found it was unable to retrieve the fragment and determined to leave it in the lesion. He thought any other guidewires could cross the lesion and discontinued the procedure.